Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the cuff on the endobronchial tube inflated, but would not deflate. The cuff needed to be squeezed to deflate. The cuff was tested prior to intubation. There was no patient involved in this event.